Event description:
Dealer states when the unit was plugged in, it made a whining sound and then started smelling and then could see smoke.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1156872 was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer states when the unit was plugged in, it made a whining sound and then started smelling and then could see smoke.